Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) during the intial interrogation. This device was not implanted.